Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and reported information. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no information, including initial reporter occupation, provided by the customer. The device history record review could not be performed nor manufacturing date available as the customer did not provide a serial number. The issue of the device being cleaned but not sterilized before being used with another scope is a finding of improper reprocessing, and not a device malfunction. There is no reported injury, infection or death associated with this event. The customer wanted to know what the effects of not sterilizing the device for use would be. The customer was advised of the necessity to follow the reprocessing steps of instructions for use (IFU) and provided the chart showing steps for sterilization and high level disinfection of the adapter. The IFU (reprocessing manual) cautions the user against insufficient reprocessing as below: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. ·IFU (reprocessing manual) specifies steps from use to reprocessing, sterilization and storage in 4.4 workflow for manually cleaning and sterilizing endoscopes and accessories.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the device was cleaned but not sterilized before being used with another scope. There is no reported harm or adverse impact to any patient.